Event description:
The facility reported an infusion pump with a failure code 810:11. The event was reported to have occured before use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary:evaluation was completed and the reported condition of failure code 810:11 was confirmed, in the event history. However, the failure can not be duplicated. The baxter technician performed operational checkout of the ail (air in line) sensor and results were within range.